Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed.

Event description:
The complainant reported that a patient with an acute myocardial infarction and cardiogenic shock had been implanted with an impella cp device for mechanical circulatory support. The patient had been involved in a motor vehicle accident, during which she developed hypoxemia and hypotension. Due to ongoing cardiopulmonary decompensation, she was cannulated onto venoarterial extracorporeal membrane oxygenation (va-ECMO), and an impella cp device was placed for mechanical circulatory support. During placement, the impella cannula became kinked while attempting repositioning. Despite multiple attempts, the issue could not be resolved. The device was explanted, and a new impella cp was inserted through the existing sheath. The patient survived the explant and was reported to be in stable condition following the event.

Manufacturer narrative:
The investigation of positioning issues and product damage (cannula kink) has been completed. The impella device was not returned for evaluation. Positioning issues: the cause of the positioning issues was most likely patient condition related to the patient's short aortic arch. Product damage cannula kink: the cause of the product damage cannula kink was most likely patient condition related to the patient's short aortic arch contributing to positioning issues where cannula kinking was observed.